Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had shocking and pain at the ins site. Patient was at the managing hcp officer but the caller did not know how to troubleshoot the ins/programming or know the therapy. The caller reported that the physician will be in the office tomorrow to see the patient. A few troubleshooting attempts were made. Caller was instructed to turn ins off. At this point the patient no longer felt stimulation, but still felt pain in pocket. Shocking appeared to disappear when device was off, but pocket pain seemed persistent after 5 minutes of being turned off. Caller would come back to the cp office to see physician and was told to keep stimulation off. No further symptoms or complications reported/anticipated.